Event description:
There was an allegation of questionable elecsys cea assay results for 2 patient samples on a cobas 6000 e 601 module cu. Prior to patient testing, the customer reported the qc recovery was acceptable. The initial results were reported outside of the laboratory to a physician, who questioned the initial results and prompted the samples to be repeated. The customer performed repeat testing with the samples on a different e 601 module. Patient 1: the initial result was 9.5 ng/ml and the repeated results were 2.43 ng/ml and 2.3 ng/ml. Patient 2: the initial result was 30.6 ng/ml and the repeated results were 3.25 ng/ml and 3.2 ng/ml. The results repeated the second time were believed to be correct. The reagent lot number is 53341703 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and abnormal aspiration alarms, abnormal sipper 1 movement, sample short, and preclean short alarms were noted on the date of the event. The field service representative performed multiple checks on the instrument including checking the sample, reagent, sipper, and mixer probe alignments. He verified the gear pump pressure and liquid level detection, performed mechanical checks, performed blankcell calibration, and replaced the measuring cells. After service, the customer's calibration and qc were within range. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.